Event description:
Reportable based on device analysis completed on (B)(6) 2023. The 94% stenosed, 12 x 2.75 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure the catheter was fractured and could not show a clear image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) university the device was returned for analysis. Visual inspection revealed the sheath was detached. There was imaging core windup in the sheath detachment and a broken drive shaft. Imaging core windup began 29 cm from the distal end of the connector shaft.